Event description:
Report received indicated the nose cone of the precise pro rx separated from the inner catheter. After removal of the system, it was noted that stent partially deployed prematurely, reported as due to the tightness of the lesion. The target lesion was a calcified 99% stenosed mid superficial femoral artery (sfa) with a vessel diameter of 5mm and the lesion length of 30. An ipsilateral approach was made. The diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The device was inspected prior to use and there was nothing unusual noted about the stent delivery system. The device was prepped in the tray and when removed from the tray, the stent was still constrained within the outer member/sheath. A 6fr terumo pinnacle sheath introducer was used. No guide catheter was sued. The lesion was pre-dilated. The stent delivery system passed through acute bends. It was reported that difficulty was encountered advancing/tracking the sds towards the lesion due to very tight tortuous vessel. The tip of the nose cone separated from the inner catheter and was removed from the pt. It was noted upon removal that the stent had partially deployed. Another stent was placed. There was no injury to the pt.

Manufacturer narrative:
The account disposed of the product; therefore, it is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It was reported that the nose cone of the precise pro rx separated during use in a calcified 99% stenosed mid superficial femoral artery (sfa). It was also reported that after removal, it was noted that the stent had partially deployed due to the very tight tortuous vessel. Prior to the events, stent delivery system passed though acute bends and difficulty was encountered advancing/tracking the sds towards the lesion due to a very tight tortuous vessel. The precise pro rx is indicated for use in the carotid artery. As outlined in the instruction for use (IFU) if resistance is met during delivery system introduction, the system should be withdrawn and another system used. The instructions for use (IFU) also warns that the safety and effectiveness of the device has not been established in patients with highly calcified lesion resistant to pta. Usage other than the approved labeling may involve risks not described in the labeling. Without the return of the product for analysis no conclusion can be made regarding the reported nose cone separation; however, operational context and vessel characteristics appear to have contributed to the reported separation as well as the partial stent deployment.